Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation no lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient was wearing a pod they had experienced irritation and itching. The patient was prescribed cortisone cream from the doctor.